Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A 5mm x 40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted during unpacking, inspection and preparation of the pta catheter. The pta catheter was advanced with no resistance to the lesion and inflated once at nominal pressure. Two attempts were made to deflate the balloon, but the balloon could not be deflated. The pta catheter was tugged on and slowly removed from the anatomy without damaging the vessel. A 5mm x 60mm armada 35 pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but was not returned. The device was not returned for analysis. It may be possible that the distal shaft was kinked or entrapped within the vessel causing the inflation/deflation lumen to become blocked off; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.